Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device and sterile pouch was unable to confirm the reported oily substance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was "not confirmed" as no oily substance was able to be confirmed on the device or pouch. (B)(4).

Event description:
It was reported that prior to an unspecified procedure, foreign material was identified. While unpacking the 4fr 11cm super sheath, a very small amount of a thin oily substance was identified on the device when the dilator was unscrewed from the sheath. The substance was a very light brown, almost clear. The device was not used. The procedure was completed with another 4fr 11cm super sheath. As there was no contact with the patient, no patient complications occurred.

Event description:
It was reported that prior to an unspecified procedure, foreign material was identified. While unpacking the 4fr 11cm super sheath, a very small amount of a thin oily substance was identified on the device when the dilator was unscrewed from the sheath. The substance was a very light brown, almost clear. The device was not used. The procedure was completed with another 4fr 11cm super sheath. As there was no contact with the patient, no patient complications occurred.

Manufacturer narrative:
(B)(4).